Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. When compared to the results generated with the genexpert cepheid and a different cobas® liat® analyzer. The initial test sample generated sars-cov-2 positive, influenza a/b negative. The doctor questioned the result and the same sample was retested on a different cobas® liat® and the genexpert cepheid. Both of the retests generated sars-cov-2 negative. The positive result was reported to the patient, then amended once the retests were confirmed to be negative. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
A review of the data on cobas liat (B)(4) for september shows there are 16 total positive sars-cov-2 results from (B)(6). Of these, 3 are at (B)(6), with sars-cov-2 CT=34.5, run (B)(6)with sars-cov-2 CT at 32.5, and run (B)(6) sars-cov-2 CT=32.5. There are no positive sars-cov-2 results with run status warnings for any run in (B)(6). Although, without specific sample information, it cannot be determined which is the alleged sample. The assay method sheet recommends to collect specimen using a sterile flocked swab with a synthetic tip using 3 ml of viral transport media according to applicable manufacturer instructions and standard collection technique. Validated collection media kits for each specimen type can be found in the method sheet. Collection kits that are not recommended in the method sheet could also affect the performance of the assay. In addition, as per urgent medical device correction (umdc) tp-01255, it is recommended to upgrade the scfa assay script to 1.1 as soon as possible. Scfa script 1.1 contains several new features that will identify and invalidate the overwhelming majority of erroneous results generated due to known issues. For more information, please see us customer bulletin tp-01331. In conclusion, the most likely cause for the discrepancy observed is due to the samples having a low viral load. Note that samples near or below the lod of the test may generate wavering results and also, due to variability in testing platforms, results with one assay may not be reproducible with a different assay. Also cross contamination may be a possibility, please ensure good lab practices are used to reduce this possibility. The allegation is substantiated. The instrument was returned on another case, (B)(4). An investigation was performed on the reagent and further rule out any contribution. (B)(4).